Manufacturer narrative:
(B)(4). Additional information requested and received: were any staple formation issues noted in initial procedure? No . Was the patient anastomosed or diverted? Anastomosis . How long after initial procedure was leak identified? 2 days . How was the leak identified? In reoperation by performing "anastomosis test" . In 2nd procedure, was there any staple formation issues or tissue ischemia noted? No . What is the current patient status? Stable patient.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: were any staple formation issues noted in initial procedure? No. Was the patient anastomosed or diverted? Anastomosis. How long after initial procedure was leak identified? 2 days. In 2nd procedure, was there any staple formation issues or tissue ischemia noted? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the leak identified? What is the current patient status?

Event description:
It was reported that a latero-lateral anastomosis was performed and the colon stump opened at the staple line. The patient was reopened on (B)(6) and a suture reinforcement was performed on the anastome.